Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during stent assisted coil embolization of an unknown vessel, the enterprise stent (enc452212/ 10709126) could not be advanced via the prowler select plus (606s255x/ 17493482). They withdrew the stent with the microcatheter and used new products to complete the procedure. There was no report of patient injury. A continuous flush had been maintained through the microcatheter. It was unknown if the microcatheter had not been reshaped, but the microcatheter did not appear damaged. The enterprise had not exited into the patient. The stent did not prematurely deploy during the procedure. A non-sterile prowler select plus was received coiled inside of a plastic bag. It was inspected and the stent of the enterprise device was found deployed in the hub of prowler select plus. The received microcatheter was inspected, and no damages were noted on it. The microcatheter and the stent were inspected under microscope, and no damages were noted on them. The functional analysis could not be performed since the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10709126. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The review of lot 17493482 revealed 2 defects for wrinkles in ptfe, and they could be related to the failure reported the customer. However, the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The stent being unable to advance through the prowler select plus microcatheter was confirmed since the stent was found deployed in the hub of the received microcatheter. The devices did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analyses nor the DHR reviews suggested that the failure could be related to the enterprise or prowler select plus manufacturing process. Procedural factors and handling process may have contributed to the failure as reported. No corrective action will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1226348-2016-00180 and 3008264254-2016-00085.

Manufacturer narrative:
(B)(4). Information regarding patient age, weight and gender were not available. It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1226348-2016-00180 and 3008264254-2016-00085.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of an unknown vessel, the enterprise stent (enc452212/ 10709126) could not be advanced via the prowler select plus (606s255x/ 17493482). They withdrew the stent with the microcatheter and used new products to complete the procedure. There was no report of patient injury. A continuous flush had been maintained through the microcatheter. It was unknown if the microcatheter had not been reshaped, but the microcatheter did not appear damaged. The microcatheter had not exited into the patient. The stent did not prematurely deploy during the procedure. It was reported that the devices would be returned for analysis.

Manufacturer narrative:
Product was returned on 12/6/2016; however, product analysis has not yet been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1226348-2016-00180 and 3008264254-2016-00085.